Event description:
Device malfunction: knot loose, untied or difficult to deploy the knot. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician's assistant attempted arteriotomy closure of unspecified arteries using the perclose at device after unspecified procedures. Reportedly, the events were a mix of 'loose knot", "difficulty to deploy the knot" or "only one side of the suture was tied". No specific number of devices per event, or procedures, were identified. Hemostasis was achieved by unknown methods. There were no reported adverse patient effects. Attempts were made to obtain additional information; however, details were not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.